Event description:
Pinnacle has displayed some scan image sets with incorrect pixel sizes. It seems like pinnacle is using the pixel size for perhaps a subset of images (last one?) And applying it to all images. The CT service engineer indicates that dicom format transmits the pixel size (or equivalent information) for each image, so each image should have the correct pixel dimension associated with it.